Event description:
It was reported that pump malfunction occurred after touchscreen froze and malfunction code was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support replacement pump with updated software.